Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because it could not be replicated. No parts were replace and no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while using the maxillary balloon, and when in the sinuses on one side of the patient, the system showed the health care professional (hcp) on the orbit. The balloon was accurate on the other side of the patient, and all other instruments were accurate. The balloon was disposed of by the site. The hcp continued accounting for the inaccuracy of about 2 mm. Additional information was received and stated that the case following this procedure was performed with no issues of alleged inaccuracies. The site suspects that the balloon itself was bent. There have been no further issues with the system. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation since the part was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while using the maxillary balloon, and when in the sinuses on one side of the patient, the system showed the health care professional (hcp) on the orbit. The balloon was accurate on the other side of the patient, and all other instruments were accurate. The balloon was disposed of by the site. The hcp continued accounting for the inaccuracy of about 2 mm. Additional information was received and stated that the case following this procedure was performed with no issues of alleged inaccuracies. The site suspects that the balloon itself was bent. There have been no further issues with the system. There was no delay to the procedure. No impact on patient outcome.